Event description:
It was reported the laparoscope, gynecologic exhibited coloured stripes in the picture. The issue occurred during inspection for use. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned for inspection and the customer's allegation was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: fibre bonding in the outer tube area (distal end) is damaged. A definitive root cause for the could not be identified. Based on the results of the investigation it is likely that the event reported is caused due to video cable is broken. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.